Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported to the sales rep via an e-mail from the dealer. Return of blood in the catheter. Add'l info received on (B)(6) 2012 stated that the event occurred in the anesthesia department. The catheter was removed. There was another attempt at the procedure, however, it was unsuccessful. According to the info received, the device was replaced, but there was no return of sv02, saturated venous oxygen. It is unknown if the procedure was delayed or interrupted.